Manufacturer narrative:
On (B)(6) 2021, nakanishi visited the dentist for information about the patient, but the dentist refused to disclose the information.

Manufacturer narrative:
Nakanishi will try to obtain further information about the event, including information about the patient, in the scheduled visit to the dental office. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. (B)(4). These activities are described in more detail below. Nakanishi examined the device history record and the repair history for the subject x95l device serial no. (B)(4) .there were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the push button and force fit ring and observed no abnormalities, such as abnormalities in size. Nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed evidence of contact between the push button and cartridge. Nakanishi took photographs of all the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: based on the evidence of contact on the cartridge observed in the visual inspection, as well as many years of experience, nakanishi determined that the cause of the reported separation was abnormal vibration generated by contact with the push button in addition to cutting vibration. Accidental depression of the push button by the user during rotation led to the above event, which contributed to the push button separation. In order to prevent a recurrence of the push button loosening/removal, nakanishi took the following actions: nakanishi will report the above evaluation results to the user and remind the user of the importance of maintenance and checking of the handpiece prior to use to prevent push button separation, as instructed in the operation manual.

Event description:
On (B)(6) 2021, nakanishi received a phone call from a distributor about a malfunction of an nsk handpiece. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6) 2021. The dentist was removing a metallic crown from the patient's tooth using the x95l handpiece serial number (B)(4). During the procedure, the patient signaled to the dentist that there was something in his/her mouth. The dentist found the push button separated from the head and retrieved the push button from the patient's mouth with a suction device.